Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no data on a transmission from an implantable pulse generator (ipg). It was noted that the implant detect was not complete. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.